Manufacturer narrative:
Concomitant medical products: product ID 37713, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator; product ID 37713, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient needed to get their device charged up. They hadn¿t used it in a very long time and it was dead. The patient¿s back was killing them and they couldn¿t get their device started. An implantable neurostimulator (ins) overdischarge was suspected. The patient thought they had their device implanted in (B)(6) 2014 but it could have been (B)(6) 2013, the patient wasn¿t sure. Since the beginning of the year the patient had been in and out of the hospital and rehab due to several falls and major surgery. The reason they were in the hospital was not related to their device or therapy. The patient had a loss of therapeutic effect. Every time the patient would try to go to their doctor¿s office they would end up going to the hospital. The patient noted that their implantable neurostimulator (ins) went dead in 2013 and that is the reason they had the ins replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the cause of the overdischarge was because the patient was in rehabilitation and could not charge the device. They were evaluated on 2014-(B)(6) however the manufacturer representative was unable to reprogram the implantable pulse generator (ipg) as it was not functional. The event did not require hospitalization.